Event description:
This lead was explanted because of noise that caused inappropriate shocks. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of abrasion, in particular in between 46 and 56 cm distal to the is-1 connector pin. In this region at approx. 50-52 cm distal to the connector pin the insulation was found rubbed through. This finding can be regarded as the root cause for the noise and shocks mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the damaged lead body was most likely located in the area of the tricuspid valves and had been subject to severe mechanical stress. Severe interaction between the lead body and the tricuspid valves should be taken into consideration. Diagnostic images clarifying this assumption were not available. The observed deformation of the distal shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.